Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no nonconformances were identified. Investigation summary: it was reported that the device had performance breakage needle. It was received for analysis an opened box with eleven unopened samples. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found. Representative samples returned to support investigation of 3 device issues captured in 2210968-2019-85907, 2210968-2019-85908, and 2210968-2019-85909. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a lesion excision from the left leg on (B)(6) 2019 and suture was used. During the procedure, the tip of needle broke off while approximating the skin in the leg. The broken needle tip was retrieved and discarded. Additional suture from the same box was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/06/2019 additional h-3 summary: only a picture of the sample was received for evaluation. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reach as the sample was not returned.